Event description:
Baxter's field svc engineer reported that the device "caught on fire" and that the back of the pump and base of the ac cord was burnt. Info was not provided regarding whether or not the problem occurred during a pt infusion. The field svc engineer stated that there were no reports of injury or medical intervention. No additional info is available.

Manufacturer narrative:
The device has been received for eval, however, eval is not complete. A follow-up report will be filed upon completion of the eval or if additional info becomes available.